Event description:
Superpulsed co2 laser after being calibrated for use in the standard fashion, was tested for ablation depth on a moistened tongue blade as per safety precheck routine. Charring and vaporization depth including some fine sparking was evident at the usual superpulsed mode setting dialed in. Power setting was therefore decreased to 2/3 the ususal setting and the tongue blade test repeated. A deeper than usual suspected vaporization was apparent but at this level it was felt still clinically safe to proceed with laser facial resurfacing surgery. During the procedure on the pt, the instrument seized and shut itself down with a default code illuminated which translates to "more than twice the dialed in power sensed." The machine was turned off, recalibrated, retested, and the procedure then completed. After this calibration and tongue blade testing a more appropriate and predicted laser ablation activity was recognized. At the procedure conclusion, the machine was shut down, the MFR rep phoned and the machine quarantined from further service.